Event description:
It was reported that the device locked-up, there were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the intermittent reported failure. Physio replaced the power supply assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The root cause of the reported failure was determined to be a failure of the power supply assembly.